Manufacturer narrative:
On july 9, 2021, mentor became aware that device evaluation summary and fields were erroneously omitted in follow up report 2. Section h relevant fields have been updated. The investigation of the returned device was completed by the failure analysis lab on july 8, 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sal smooth rnd diap 475cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 475cc breast implant had a crease/fold on the anterior view. Additionally, a tear was noted within the crease, measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 25, 2021, after several confirmation attempts mentor patient's impacted device has been updated to lot 7289314. The mentor failure analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/7/2021, mentor became aware that statement "patient experienced a deflation" post procedure was erroneously omitted in follow up 1. Manufacturer¿s reference number:(B)(4) patient experienced a deflation.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast reconstruction surgery with a 800cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient underwent removal and replacement with a 425cc mentor memorygel breast implant on (B)(6) 2021.